Event description:
It was reported while using bd vacutainer® serum, the analyzer failed to remove the entire cap, leaving the stopper stuck in one tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received three photos for investigation. The photos were reviewed and the indicated failure mode for closure separation was observed. Additionally, 29 retention samples from bd inventory were evaluated by functional testing and the issue of closure separation was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Based on an evaluation of severity and frequency it was determined that no corrective actions are required this complaint has been confirmed for the indicated failure mode: closure separation. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® serum, the analyzer failed to remove the entire cap, leaving the stopper stuck in one tube. No adverse impact was reported regarding the patient or user.